Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
The customer reported via phone call that she visited the ER for a high blood glucose of approximately 270 mg/dl and diabetic ketoacidosis. The customer was treated overnight and released the following afternoon. The customer also had a blood glucose of 600 mg/dl yesterday, which she treated via insulin injection. The patient experienced headache, nausea, and vomiting. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. However, the customer smelled insulin from the reservoir compartment, but the reservoir did not feel wet. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.